Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a hemostasis of esophageal varices procedure performed on (B)(6) 2022. During the procedure, the first band was deployed smoothly; however, the second band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a hemostasis of esophageal varices procedure performed on (B)(6) 2022. During the procedure, the first band was deployed smoothly. However, the second band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: medical device problem code a050501 captures the reportable event of bands unable to deploy. H10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned had 6 bands attached. The handle slot had marks of insertion of the trip wire. The deice was observed under magnification and the ligator housing teeth and the suture hole were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had six bands attached, as it was reported that only the first band was deployed. Although the analysis of the returned device did not find evidence suggesting that an adverse event occurred due to any problem with the device. Since as it was reported that the first band could be deployed without problem, it is possible that the problem in the deployment of the bands could have occurred due to the manipulation or the applied, technique, or patient anatomical conditions. The most probable root cause of this complaint is adverse event related to procedure.